Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient called home care to report the balloon in their foley catheter bursted "he heard a pop" then the catheter fell out. Customer then booked an appointment with home care and brought the catheter in. It was unknown what medical intervention was provided.